Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-aug-2023. H6: investigation summary: one infusion adapter connected to a tube received by our quality team for investigation. Through visual evaluation, no damage or defects were observed. Functional testing was performed, attempting to pass liquid through the fluid channel, liquid passed. Device history review was performed for lot 2111218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no defects or issue observed. A flow test was performed and liquid was able to successfully move through the device without issue. The c100 came connected to a tube, so it may be that the liquid flow problem is from the tube and not from our product. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 experienced flow issues. The following information was provided by the initial reporter: customer reported the registered nurse "changed the pump running the myozyme 3 times including the lines and had the patient re-cannulated multiple times, in case it was a vein collapse situation. Each change still resulted in a line occlusion error. The only way they could get the infusion to run, was with the removal of the inline filter, which is mandated by the data sheet and consumer information. A visual inspection of the bag hasn¿t revealed any ¿particles¿, but the alarming of the pump suggests that there is something causing a blockage.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 experienced flow issues. The following information was provided by the initial reporter: customer reported the registered nurse "changed the pump running the myozyme 3 times including the lines and had the patient re-cannulated multiple times, in case it was a vein collapse situation. Each change still resulted in a line occlusion error. The only way they could get the infusion to run, was with the removal of the inline filter, which is mandated by the data sheet and consumer information. A visual inspection of the bag hasn¿t revealed any ¿particles¿, but the alarming of the pump suggests that there is something causing a blockage.